Event description:
It was reported that an alarm sounded on the patient's device. The physician observed the right ventricular (rv) lead impedance values fluctuated. The rv alarm was turned off and the lead programming was changed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range. Ventricular pacing lead impedance rises from an approximate baseline of 600 ohm to greater than 1200 ohm on 02-aug-2013 and 04-aug-2013. Analysis of the device memory indicated a lead impedance out of range alert. An out of trend subthreshold lead impedance alert was recorded on 06-aug-2013. Analysis of the device memory indicated the impedance trend on the rv pacing lead was variable.

Event description:
Additional information received stating that the lead was replaced.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.